Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported that the user was hearing intermittently with the device for a while and now is no longer able to detect any sound. The user reported experiencing a shocking sensation about three months ago, after which there was hearing benefit for a while.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the electronics that is typical for severe external impact to the housing, even though no such event is mentioned in the recipient report. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The recipient's parents reported that the recipient was hearing intermittently with the device for a while and now is no longer able to detect any sound. The recipient got an electric shock about three months ago, after which there was hearing benefit for a while. The shock was a single occurrence. There was no accident or trauma reported and no redness or swelling at the implant site noted. The recipient was re-implanted on (B)(6) 2020.